Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the right artery. The 80% stenosed, 28x25mm, eccentric, de novo, with a >45 and <90 degree bend target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. After predilation was performed with a 2.5x15 emerge balloon catheter, a 2.50x28mm synergy¿ drug eluting stent was advanced to but the device was unable to cross the lesion. The device was removed and it was noted that the proximal portion of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent found severe stent damage. The stent had moved 17mm distally on the balloon. All of the stent strutted were bunched, damaged and overlapping. The manufacturing data for this device was reviewed and no issues were highlighted. The maximum crimped stent profile was found to be within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the right artery. The 80% stenosed, 28x25mm, eccentric, de novo, with a >45 and <90 degree bend target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. After predilation was performed with a 2.5x15 emerge balloon catheter, a 2.50x28mm synergy¿ drug eluting stent was advanced to but the device was unable to cross the lesion. The device was removed and it was noted that the proximal portion of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.